Event description:
The report states that the customer obtained a 200 mg/dl and 98 mg/dl blood glucose comparison on the accu-chek active system. The reporter states that the customer obtained an additional comparison with blood glucose results 200 mg/dl and 80 mg/dl on the accu-chek active s system. On both occasions, test results were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.